Event description:
On (B)(6) 2015 - patient was explanted due to a skin breakdown superficial to the sound processor (sp). Pre-op, approximately 1.5 square cm of processor was fully exposed through the skin. Inspection of the surrounding tissue indicated that no apparent infection was present. Dehiscence was repaired and sp was replaced with a new device as cautionary measure. Functionality checked. Clinical history of patient: (B)(6) 2006 - original implant, (B)(6) 2006 - device activation and fitting, (B)(6) 2009 - normal battery replacement, (B)(6) 2014 - fitting, (B)(6) 2014 - fitting, (B)(6) 2015 - normal battery replacement, (B)(6) 2015 - fitting, (B)(6) 2015 - dehiscence repair and sp replacement.

Manufacturer narrative:
Device evaluation summary: the sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some scratches on the can surface consistent with tooling marks that may occur during removal of the device. A DHR review revealed that the device met all specifications. The thickness of the sound processor can was checked and found to be within specification. After evaluation, no device defects were identified.